Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in lebanon. On 28-may-2024, it was reported that patient was admitted to hospital and facing the problems with blood glucose and seizure and diabetic coma. The length of hospitalization is for 1 day and the reason of hospitalization is low bg. No further information available.